Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels read high, exceeding 500 mg/dl while wearing the pod between 36 and 48 hours on the arm. Patient checked the pod and saw that the cannula was dislodged. Patient was vomiting so they then went to the hospital. The patient was treated with intravenous therapy with insulin and fluids. Pod was discarded.